Event description:
During treatment of a type ii perforation in the distal lcx with the pk papyrus covered stent system, an acute stent thrombosis had occurred. Protamine injection was given in order to stop the bleeding before the pk papyrus was successfully implanted with complete seal of the perforation.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (cathlab report, pk papyrus device registration form, pk papyrus device registration follow-up form) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. No device deficiency and no manufacturing related root cause was identified. The treating physician rated the procedure outcome as not device- and not procedure related complication. The root cause for the complaint event is most likely related to the protamine injection. Please also note that, according to the IFU, the user is advised to not exceed the balloon rated burst pressure (rbp). Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.